Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer inspected the rear of the drawer for debris and reseated all cables on the drawer board. Using the hardware test application (hta), all cubies were released to check for obstructions. An aluminum cap and foil paper were found under the cubies. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failing and unable to access medication. Cubie failed to eject. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.